Event description:
Per end user: over the last 9 months, the joystick on this power chair has failed 9 times, and each time the chair immediately stopped working leaving me stranded at great rick for my personal safety. The tilt actuator failed and had to be replaced. And on a couple of occasions the chair has self-accelerated without my intending it to causing it to crash into my desk.

Event description:
Per end user: over the last 9 months the joystick on this power chair has failed 9 times, and each time the chair immediately stopped working leaving me stranded at great rick for my personal safety. The tilt actuator failed and had to be replaced. And on a couple of occasions the chair has self-accelerated without my intending it to causing it to crash into my desk.

Manufacturer narrative:
(B)(4). RMA was issued. The device in question was returned for an evaluation. However, during the subsequent evaluation, the complaint of the power wheelchair shutting down intermittently and/or acceleration unintendedly was not confirmed. The evaluation conclusion on the returns expanded evaluation report form points out that the wheelchair tested did not have the original joystick or controller on it, so the ability to reproduce the failures described by the end user may have been limited.